Event description:
It was reported that in a laparoscopic sleeve gastrectomy ech60l, reloads and slr were being used. The first fire of the stapler, loaded with a green gst60g reload and reinforced with ech60r was used and fired without incident. The stapler was cleaned using a vigorous swish in saline, wiped with a towel and reloaded with a gst60b and reinforced. On first attempt, the anvil reinforcement attached, but the staple cartridge side reinforcement did not attach. Scrub tech closed and opened device a second time and it loaded. Stapler was closed on tissue and fired. After about 10mm, the tissue started milking out the tip and the reinforcement material seemed to be caught/bunched. The staple line was bleeding and staples malformed. A new stapler was opened and the case proceeded. On the second to last and the last reload, the scrub tech had a similar issue with the slr not sticking properly on the first try despite it appearing to the rep that she was loading it properly. Stapler was retained, as well as spent cartridge and cartridge with slr from same lot number attached that was not used. Surgeon opted to over sew entire staple line, leak test both the stomach and the remnant. Rep has photos to provide of staple line.

Manufacturer narrative:
(B)(4). Date sent: 3/22/2024. D4: batch # unk. Additional information was requested, and the following was obtained: 1. Could you please clarify if there were any patient consequences? 2. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? 1. As of today 2/28, the only patient consequence was delay of case. 2. No change in post-op care was reported. Investigation summary: a photo along with the device was returned for evaluation. Additionally, photos were provided: the first photo shows a piece of tissue handled by the surgeon. The second and third photos show a portion of tissue not properly cut not properly, handled by the surgeon with a staple line. The fourth photo shows tissue with a portion of what it seems to be a buttressing, a staple line and a part of the surgeon's instrument. The reload was received with no apparent damage and unfired with an ech60r buttress on the reload deck. Upon visual inspection, the buttress was received with visible degradation/flaking due to previous exposure to fluids, the time out of foil packaging, and the decontamination process, the integrity of the absorbable materials could not be assessed and therefore no further testing could be conducted. No conclusion could be reached on the cause of the reported event. The returned reload was loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. No malformed staples were observed. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the reload performed without any difficulties noted. No conclusion could be reached as to what may have caused the buttress to be issued. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device ech60r; tbccdks0 number, and no non-conformances were identified. Manufacturing date: feb/10/2023 . Expiration date: jan/31/2025.